Manufacturer narrative:
Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. It was determined that the damaged housing was due to device maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the housing was damaged, the motor power was too low, and the reverse locking mechanism was blocked on the of the compact air drive device. It was further determined that the pin was rusted in the case, the return lever was blocked, the seals and bearings were worn and the motor was too weak, in addition to air loss it was further determined that the device failed pretest for check for air leak, check reverse locking mechanism, and general condition. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.